Event description:
A malfunction alarm labeled malf 12 was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using their current pump until the replacement arrives.